Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the first use of the crescentic saw blade, the blade broke. Reportedly the surgeon did not make any twist and the blade broke at the end of the cut.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The investigation has shown that the saw blade is broken. We are not able to determine the exact cause for this occurrence. At this point we can only assume that a mechanical overload, possibly in combination with any tension within the blade, caused this occurrence. The fracture face is homogenous which indicates material conformity. Further investigation regarding the manufacturing documents shows conformity to the specifications.